Event description:
It was reported that during the interrogation of the patient's implantable cardioverter defibrillator (ICD) several episodes of ventricular tachycardia (vt) and supraventricular tachycardia (svt) were observed. All of the past episodes showed far field r-wave (ffrw) oversensing, which was also observed on the right atrial (ra) lead during the interrogation. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (B)(6) 2008; 694758 implantable tachy lead (B)(6) 2008. (B)(4).